Manufacturer narrative:
Investigation: the disposable set was unavailable for return and analysis. The physician at the customer site requested the machine used for the procedure on (B)(6) 2013 be serviced. The service review of the machine found nothing out of the ordinary in alarm history. The calibrations were verified to manufacturing specifications with no issues on the machine. A review of the catalog number for similar reports was carried out, none have been reported. The disposable lot number was not available from the customer, therefore, a device history record search could not be conducted for this specific incident. All lots must meet acceptance criteria for release. Root cause: this disposable set was unavailable for specific root cause analysis. Possible causes include but are not limited to: patient disease state (ttp), incorrect entry of patient pre-platelet count.

Event description:
The customer reported that four therapeutic plasma exchange (tpe) procedures were done on an in-patient on (B)(6) 2013. All procedures were done with 100% plasma replacement. At the end of the third tpe on (B)(6) 2013, the patient's platelet count dropped to 17x10^3. Different machines were used for each of the tpe procedures. No medical intervention was needed and the patient is stable. The customer declined to provide the patient identifier due to hippa privacy laws. The disposable set was not available for return for evaluation because the customer discarded it. This report is being filed due to insufficient information at this time to determine if a malfunction with the potential for death or injury occurred.